Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery (rca) was 18mm long. The physician encountered resistance while advancing the 20mmx3.00mm liberte stent delivery system and the shaft fractured outside of the patient. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery (rca) was 18mm long. The physician encountered resistance while advancing the 20mmx3.00mm liberte stent delivery system and the shaft fractured outside of the patient. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood visible in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon. The hypotube was fractured 23.5 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).